Event description:
It was reported the patient had pain reduction, but not all the time. It was noted stimulation changed after the patient had a ¿migraine stroke¿ and fell. It was reported the patient could not be programmed to have the same range of stimulation. It was noted stimulation went more into the patient¿s ribs. It was reported the leads did not move from the fall.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).